Event description:
It was reported that a 66-year-old caucasian female patient underwent revision breast augmentation with 325cc mentor siltex round moderate profile on both sides and experienced breast implant deflation on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024. On august 20, 2024, mentor became aware that the patient also experienced right side capsular contracture; baker grade IV in addition to right side deflation and underwent bilateral replacement surgery on (B)(6) 2024. Per information received on august 22, 2024, mentor became aware that the replacement devices used on (B)(6) 2024 were serial numbers (B)(6) on the left side, and (B)(6) on the right side. Mentor is aware that the date of implant is before the manufacture date of lot 94052. Follow ups were performed and no information has been received so far regarding the discrepancy. If any clarification or information is received in the future, a supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. On august 26, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. On august 29, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal siltex rnd diap pkg 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV manufacturer¿s reference number: (B)(4).